Event description:
Additional information received reported that the patient did not have concerns with their device or therapy. It was noted that they loved the device and that it improved their life tremendously.

Event description:
Additional information received reported that the cause of the event was unknown. It was noted that no abnormal impedance measurements were noted. It was noted that the patient outcome was no injury. It was further noted that the patient called the healthcare professional (hcp) office on 2013-(B)(6) with complaints of new onset essential tremors. It was noted that the patient repeated that stimulation worked well for her pain. It was further noted that she would be following up with neurologist for evaluation of tremors.

Event description:
It was reported that the patient began to have a parkinsonian tremor/resting tremor 1-3 months after implant. The patient was prescribed sinemet (carbidopa/levodopa). The device had been very effective for her. The patient was redirected back to her physician for follow up.

Manufacturer narrative:
Concomitant products: product ID 3888-56, lot # v805614, implanted: (B)(6) 2012, product type lead; product ID 3888-56, lot # v741122, implanted: (B)(6) 2012, product type lead; product ID 3888-56, lot # v723674, implanted: (B)(6) 2012, product type lead; product ID 3888-56, lot # v664925, implanted: (B)(6) 2012, product type lead; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 37082-60, serial # (B)(4), implanted: (B)(6) 2012, product type extension. (B)(4).